Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device was returned due to a contact force issue and signal loss on the mapping system. Optical fibers 1 and 2 did not meet specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. The device did not meet specifications following the irrigation leak test and fluid was seen in the tygon tubing. Room temperature water was cycled through the device with a coolpoint pump and water was noted within the tygon tubing and outside the irrigation lumen. Further investigation revealed a gap at the luer/irrigation tubing junction, allowing fluid to flow outside of the irrigation tubing and into the tygon tubing.

Event description:
This report is to advise of an event observed during analysis confirming a tygon tubing leak of the catheter.